Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08725 inches. Unit was monitored for 3 days. The battery was removed form insulin pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. However, the power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump does not deliver insulin correctly and they were hospitalized due to low blood glucose. The customer¿s blood glucose level was low at the time of the incident. The customer noticed that the pump reservoir icon was showing empty even though the pump had insulin in it. The pump also had a post reset ram crc alarm as the pump was without a battery for over 8 hours. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.